Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation of the device, it was discovered that the adhesive was chipped and peeling. Additionally, during the scope leak check, the lock pin was noted to be leaking. The elevator ch water flow had a leak on the control unit side. It was also noted that the f-e control knob lever would disengage when the knob was being manipulated. Furthermore, the control body was missing the name plate. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, during a routine inspection of the evis exera ii ultrasound gastrovideoscope, the control body forceps glue was noted to be peeling. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ though a definitive root cause could not be identified, investigation determined that the reported event was likely caused as a result of external forces from user handling. Olympus will continue to monitor the field performance of this device.